Event description:
User facility mandatory medwatch received that stated: "IV started in pt's antecubital area around 10:00 p.m. On 4/7/09 at 50cc/hr infusing d5 1/2 normal saline with 10 meq potassium chloride. Good blood return was verified. At some point, IV infiltrated, which was noted around 7:30 a.m. In 2009. Significant edema noted from wrist into chest area. Pt was transferred to a pediatric ICU at another hospital. The edema resolved, and he was discharged from the hospital 3 days later." Upon further query, the following info was provided which indicated an adverse event while the device was in use. After an unspecified length of time in use, the customer contact reported an infiltration. No specific pump programming or event details were provided. The customer contact stated the pt was transferred to a "children's hospital 50 miles away" for treatment; however, no specific medical intervention info was provided. The customer contact reported the pt has recovered and was discharged on an unspecified date. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on 04/27/2009. At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.